Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the final count after the procedure, the staff noticed that one of the needles was missing from the suture. It was assumed that the needle was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.